Event description:
It was reported that deployment of the proglide sutures were attempted in the left common femoral artery using the preclose technique before an abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was 8fr and during the aaa procedure the sheath was upsized to a 21fr sheath. Reportedly, when the plunger was removed, no sutures were attached. This occurred with six proglide devices. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.